Event description:
The customer received questionable results for ion selective electrode (ise) sodium (na), ise potassium (k), and ise chloride (cl) on 33 patient samples. Of those 33, it was determined that 14 samples had erroneous results that were reported outside of the laboratory. The customer indicated that some of the samples had been manually loaded onto the instrument and some samples were processed by the modular pre- analytical system (mpa). The customer could not clarify which samples were manually loaded and which samples were from the mpa. The samples were repeated on other cobas 6000 c501 instruments. The customer deemed the repeat results to be the correct results. There was no adverse event. The lot number for the na electrode in use was x95, with an expiration date of 09/30/2014. The lot number for the k electrode in use was f26, with an expiration date of 08/31/2014. The lot number for the cl electrode in use was k21, with an expiration date of 09/30/2014. The field service representative found that the internal standard bath was not emptying completely. He also found that the tubing from two valves to the vacuum container was disconnected at the vacuum container. He resized and attached the tubing. He also replaced the sipper nozzle and sample probe. Calibrations and controls were within the customer's specification. On further follow up, the customer was not having any other issues.

Manufacturer narrative:
A specific root cause could not be identified. The data provided by the customer indicates there may have been a problem with the handling of the standards or the reagents. Additional information for investigation was requested but not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.